Manufacturer narrative:
Concomitant medical products. Model: d154awg, ICD; implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right atrial (ra) lead exhibited low impedance. The lead was capped and no replacement lead has been placed at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.